Manufacturer narrative:
(B)(4). The pump manifold assembly was replaced and the device passed all testing.

Manufacturer narrative:
(B)(4). The service engineer evaluated the assembly. The pump made a grinding and ticking noise and the motor had ceased. A visual inspection was performed and the linear bearing was broken. The reported event was duplicated.

Event description:
During service, the pump linear bearings were found broken and the pump ceased. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.